Event description:
Health professional reported removal of the entire lap-band system due to nausea, vomiting and pain near the port.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product; however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number or model number. Nausea, pain and vomiting are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling address the reported event of vomit and nausea as follows: "nausea and vomiting may also be symptoms of stoma obstruction and a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required." Device labeling addresses the reported event of pain as follows: "these were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."